Event description:
Customer reported a blank display. Customer states that the battery was changed of the insulin pump, but the display was still blank. The blood glucose reading is 115 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.